Event description:
Lifescan (lfs) received the meter involved with the complaint. Lfs has completed device evaluation with the returned meter on 11/25/2014. Investigation was not able to confirm the alleged complaint with the returned test strips; however, a secondary issue was noted. The test strips were found to have results below range when tested with control solution. This complaint is now being reported because the test strips failed testing. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue. On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultrasmart meter read inaccurately high compared to their feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began ¿4-6 weeks¿ prior to the alert date of (B)(6) 2014. At this time the patient claimed to have obtained inaccurately high blood glucose results on the subject meter when compared to their feelings/normal readings; however, no specific values were provided. The patient informed the cca that they manage their diabetes with an unknown type/dosage of oral medication as well as diet and/or exercise. It is not known if the patient made any changes to their usual diabetes management regimen due to the alleged meter issue. The patient denied developing any symptoms as a result of the alleged inaccuracy. The patient stated that, on an unknown date, around ¿6 weeks¿ ago they visited their doctor¿s office where they were advised to decrease their ¿metformin and glipizide¿ prescription by an unknown amount. No other meter was used to measure the patient¿s blood glucose. At the time of troubleshooting, the cca noted that the unit of measure was set correctly and replacement products were sent to the patient this complaint was being ruled-out as reportable event due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. In addition, there was no evidence that the subject meter malfunctioned since comparing the meter results to feeling/normal readings does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy.